Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Vessel spasm and intracranial hemorrhage are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2015-01015, 3005168196-2015-01016, 3005168196-2015-01018, 3005168196-2015-01019, 3005168196-2015-01020. Device is not expected to be returned.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using penumbra system 3max reperfusion catheters, penumbra system 3max separators, penumbra system 4max reperfusion catheters, and penumbra system 4max separators. During the procedure the patient experienced a mild vasospasm at the right mca and right internal carotid artery; however the procedure was completed successfully. At 24 hours post-procedure a non-contrast computerized tomography (ncct) of the head revealed a subarachnoid hemorrhage (sah); however, a magnetic resonance imaging (MRI) performed 3 days post procedure revealed an intracerebral hemorrhage (ich; hi-1) and no sah. The patient improved clinically several days post procedure and was discharged. The committee reviewed the event and adjudicated vasospasm as a non-serious adverse event, probably related to the penumbra system, definitely related to the angiographic procedure, unrelated to ivtpa, and unrelated to the index stroke. The committee adjudicated sah as a serious adverse event, possibly related to the penumbra system, possibly related to the angiographic procedure, unrelated to the index stroke and of uncertain relationship to ivtpa. The committee adjudicated ich (hi-1) as a non-serious adverse event, possibly related to IV tpa and of uncertain relationship to the penumbra system, the angiographic procedure, and the index stroke.